Event description:
During a lapar0scopic splenectomy the 1st firing of the atw35 across splenic vessels, the instrument cut and on about 3/4 of one side the staples did not fire. Blood immediately was seen spurting. The surgeon used clips to stop the bleeding. There is no known consequence to the pt at this time. The rep is to call back with any new info.